Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This issue was previously reported on pr 7838851 with MDR 3030677-2019-01984. The device investigation is pending.